Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
Coil landed in targeted area (gda). However, the coil then began to unwind from the gda, and into the aorta. A snare was used to successfully retrieve this device. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.